Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Vascular access was obtained via the right radial artery. The 75% stenosed, 18mm in length, 2.7mm in diameter, concentric and de novo target lesion being treated was located in the moderately calcified and moderately tortuous distal right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5x10mm and a 2.75x12mm maverick balloon catheter, leaving 70% residual stenosis in the lesion. A 2.75x20mm promus element stent delivery system (sds) was then advanced to the rca. During positioning of the stent, the physician encountered resistance and noticed that a strut was damaged. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Vascular access was obtained via the right radial artery. The 75% stenosed, 18mm in length, 2.7mm in diameter, concentric and de novo target lesion being treated was located in the moderately calcified and moderately tortuous distal right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5x10mm and a 2.75x12mm maverick balloon catheter, leaving 70% residual stenosis in the lesion. A 2.75x20mm promus element stent delivery system (sds) was then advanced to the rca. During positioning of the stent, the physician encountered resistance and noticed that a strut was damaged. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were lifted upwards and pushed distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).